Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that patient's ins was working great until they had a procedure the wednesday prior to the report. Patient was not sure if ins was turned off for the procedure and they felt the stimulation and it was too high. Patient mentioned they turned stimulation up because patient was leaking. Patient was on program 1 ant 0.8 so they decreased it to a comfortable level as it was too high. Patient stated they could not go past 0.5 or 0.6 because stimulation became uncomfortable. Patient's leaking was getting worse. Procedures were unrelated to the device and were for the patient's stomach. No further complications were reported.